Event description:
Reporter indicated that one of the tie-downs had popped out because of an infection. The pt underwent surgery to remove the tie-down and disinfect the incision site. The infection seemed to have resolved and all was well until 2001. The generator area was swollen and the pt's neck was red. Pt underwent another surgery 2 months later to clean then neck wound. Device has not yet been explanted due to pt's significant benefit from the vns therapy. Pt currently receiving IV antibiotics (ciproflaxin and nascillin).